Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 lead; 419478 lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with syncope. A transmission noted the right atrial (ra) lead with occasional undersensing of p-waves. The lead remains in use. No patient complications have been reported as a result of this event.